Event description:
It was reported that during a device follow-up the patients implantable pulse generator (ipg) had difficulty establishing telemetry with the programmer rf head. When the programmer head was placed over the device pacing went to 85 bpm but no green lights lit up on the rf head and interrogation did not automatically start. A second programmer was utilized effectively after preloading the software for the specific device. The device remains in use. The programmer and rf head also remain use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).